Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump has constant reload casket error. This device has gone through the test line and passed all the way through final acceptance, however when trying to load the lvp into the heratherm it is constantly erroring reload casket error. Biomed tried multiple good line sets. No patient harm or incident." A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to sensor hardware failure (set ID sensor). Upon return, a mock infusion was attempted misloaded cassette error occurred. An internal investigation was performed and no additonal damage was found. The device was reverted to manufacturing mode and failed set ID functional testing. The set ID will be replaced during repair process.